Event description:
It was reported that during service by a manufacturer field service technician at the user facility the power cord of the device had exposed copper wiring. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.